Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was walking home when he suddenly lost consciousness. A by passer found the patient called an ambulance, and the patient was taken to the hospital. When a fingerstick was performed, the cgm was reading 20.0 mmol/l and the blood glucose reading was 2.0 mmol/l. According to the patient he was treated with a glycose syringe and a ¿bd, so2¿ infusion. The patient was discharged on the same day as the event. At the time of the report the patient felt normal again. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.